Manufacturer narrative:
Physio-control reviewed the device data and identified the issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an unexpected loss of power logged in the device's electronic log.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an unexpected loss of power logged in the device's electronic log.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power board and battery wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed battery wire harness and determined that the cause of the reported issue was due to fretting corrosion on connector j11 and the mating power pcb assembly contacts of connector p11.